Event description:
Procedure: lap gastric bypass. According to the reporter: the device roticulated onces and it broke at the tip of the device during use. The shaft at the distal tip split whiles in patient cavity, but the surgeon used the same device to complete the surgery. There is no report of component falling into the cavity and no report of patient injury.